Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on november 01, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2017. Re-implantation is planned but has not taken place as of the date of this report.